Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their neurostimulator (ins) that was implanted for spinal pain. It was reported patient¿s first ins battery died almost just a year after she got it. Patient said she was told it could last upwards of 10 years. When patient told healthcare provider (hcp) that stimulator quit working and the doctor said ¿no, it couldn¿t have¿, but when representative came to check it, the rep said the implant battery had died and that why it quit working. Patient said she was mad at hcp and asked why he had her get a nonrechargeable, the patient said the hcp told her should not have used the ins 24/7 but patient said hcp knew patient was going to use device often and patient couldn¿t sleep or walk without using the therapy. No further complication and events were reported.